Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported right side ¿defective devices¿, ¿very sick¿, ¿unable to work for years because the devices have poisoned their body¿, ¿one implant was completely broken¿, ¿suffering from many different symptoms¿, ¿implant must have been broken when it was inserted, because I had my total breakdown 3 months later, which came with a creeping depression. Until nothing worked at all. Neurologically and physically I was dead". Device has been explanted.